Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported clot and subsequent stroke remain unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2021-00027, 3008452825-2021-00025, 3005334138-2021-00029. Following a standard pulmonary vein isolation procedure, when waking up from anesthesia, a clot was noted and the patient experienced a stroke. The case had been completed successfully with no inter-operative issues. A CT scan and MRI were performed and an attempt to remove the clot was unsuccessful. The patient is partially aphasic, cannot move right side, no arm movement and has minimal leg movement. There were no performance issues with any abbott products used in the procedure. The attending physician noted that the patient was post-covid and could have been hyper-coagulable.